Event description:
It was reported that variable right ventricular (rv) thresholds were observed during implant testing. Routine post operative testing performed one day after implant, a threshold of 0.7v was noted while the patient was in supine position. However, thresholds varied between 6.0v and 7.0v in an upright position. The physician noted difficult anatomy which required multiple efforts to find a suitable position in the rv. The high threshold measurements were suspected to be the result of scarring in the rv. The patient was to remain in the hospital and lead evaluation was going to be performed in two days. A lead revision was subsequently performed, and this lead was explanted and replaced. Appropriate threshold measurements were confirmed one day post revision, and the patient was discharged. The local area sales representative was contacted for product return information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for return product status. At this time, no further information is available. Should additional information become available this report will be updated.